Event description:
It was phoned in by the sales rep that the balloon on the endoplege coronary sinus catheter would not inflate. No patient contact was made. Discovered at prep.

Manufacturer narrative:
When the device arrived for evaluation it was cut into pieces. Visually these pieces show blockage in the area that would allow media to go through the lumens. In the balloon lumen the occlusion was not firmly attached which would have allowed the balloon to function properly at one time. In the sinus pressure lumen there was blockage found however some of the blockage was not firmly attached. The sinus pressure lumen does still have some solid occlusion present. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. Because the balloon lumen occlusion was not firmly attached this would not have been detected at final functional testing. The pressure lumen would have also passed final functional testing because the lumen is open enough to function. We have opened corrective action to investigate root cause of the blocked lumens. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation into root cause is anticipated upon product return.